Event description:
The customer reported the generation of erroneously low sodium (na) patient results on their dxc 600i clinical chemistry analyzer. The customer tested the patient samples on another instruments with results within the expected range. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for three (3) patient samples.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600i chemistry analyzer, and identified the failure mode as a worn carbon bridge. The fse replaced the carbon bridge to resolve the issue. Age, weight, ethnicity: information not provided by customer. The beckman coulter internal identifier is (B)(4).